Event description:
The home health-caregiver for a home dialysis pt reported some blood clotting in streaks, was noted during dialysis. This occurred on 4 devices from this lot, despite an increase in the heparin dose. This is the third of four reports.